Event description:
A clotted sample had been introduced to the rapidpoint 405 and the instrument screen had a message to remove the sample port. While trying to remove the sample port, the technologist was accidentally splashed in the face and eyes with material that was in the sample port. She was not wearing safety glasses at the time of the incident. Because the material is a potential biohazard, the hospital where this occurred has initiated anti-retroviral treatment. Events such as this are covered by our product labeling. The operator's manual provides clear instructions on how to protect yourself from biohazards. Two of the statements included in those instructions are: - wear facial protection when splatter or aerosol formation are possible. - wear personal protective equipment such as safety glasses, gloves, lab coats or aprons, when working with possible biohazard contaminants. This event is being reported because it occurred in a biohazardous environment.

Manufacturer narrative:
For medical device reporting purposes this event is considered closed.